Event description:
It has been reported to philips that geometry movement was not functioning. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was not possible. Analysis of the system log file showed that there was malfunction with the geo pc. During troubleshooting, the fse found that there was no communication to the geo pc. The fse replaced the geo pc. After the replacement of geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.